Event description:
It was reported that the patient was removed from the ventilator due to the ventilator alarmed internal battery not charging. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). Covidien field service engineer (fse) inspected the device and the alleged malfunction was not duplicated. The ventilator passed all testing.

Manufacturer narrative:
(B)(4). Evaluation of the device was performed onsite by the customer service engineer (cse) who found no fault with the device. No part is expected to be returned. The probable root cause was determined by the cse to be that the ventilator was on battery power per the reported failure code (fc) code.